Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare provider regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported the patient's pocket incision had opened and would not heal. The date the pocket incision opened up is unknown. There was no infection found. Since the wound would not heal the system was explanted. As of (B)(6) 2017 the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) on (B)(6) 2017. It was reported that the factors that lead to the incision opening was unknown. The rep also stated that pocket cultures were taken as a diagnostic testing for infection but results showed that no infections were noted. There were no further complications reported or anticipated.